Event description:
During a scheduled maintenance inspection, physio-control found that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and was able to duplicate the reported failure. However, additional extensive testing was unable to further determine the cause of the failure.